Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. The reported patient effect of mitral regurgitation (mr)worsening, as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. Based on the information reviewed, a definitive cause for the reported mr cannot be determined. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The device remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The other mitraclip system clip delivery system is filed under a separate manufacturing report number.

Event description:
This report is filed for increased mitral regurgitation grade post index mitraclip (cds 60614u259) procedure. It was reported that on (B)(6) 2017, the patient presented with mitral regurgitation (mr) grade 4, anterior leaflet 2 prolapse and a rotated heart. One mitraclip (cds 60614u259) was implanted, reducing mr to grade 3. On an unspecified date, the patient became symptomatic again and mr had increased. The mitraclip remained stable and well seated on the leaflets, however, the etiology of the increased mr is reportedly unknown. On (B)(6) 2017, a second mitraclip procedure was performed treating mr grade 4+. The rotated heart and previous mitraclip implantation made this second case challenging. Reportedly, the imaging was challenging due to the anatomy. The first clip delivery system (cds 70526u142) advanced to the mitral valve and became stuck on the subvalvular lateral chordae in the left ventricle. After using standard troubleshooting, it could not be confirmed if this mitraclip was fully freed from the subvalvular tissue; therefore, the mitraclip was deployed at the lateral commissure, an unintended area of the mitral valve. Reportedly, there was no tissue or leaflet damage. As treatment, a second cds was successfully deployed next to the index mitraclip that had been implanted on (B)(6) 2017. Mr was reduced to grade 2+. There was no clinically significant delay and there was no adverse patient sequela. There was no additional information provided regarding this issue.